Event description:
It was reported by the philips repair bench that the device delivered low joules and failed the defib. Test. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.